Manufacturer narrative:
Additional information: the results of the manufacturing facility investigation were able to identify the most probably cause of the reported condition is associated with the manufacturing process. A quality alert has been issued for awareness to some indicators of mis-aligned material. A corrective and preventative action (CAPA) has been opened to verify the root cause and determine actions to prevent recurrence of the issue. The manufacturing site will continue to trend this issue for future occurrences as part of the complaint review process.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the heel warmer pouch broke and the contents burst out of the package hitting the ceiling and the baby and the baby's parents in the nursery. The infant was bathed immediately after the incident and there was no harm.

Manufacturer narrative:
A customer returned sample was received in the form of one heel warmer pouch. A visual inspection of the of the back (clear) side of the pouch showed a hole in the top seal. The hole was an approximately 0.375-inch open section just over .50 inches from the left edge of the pouch. While a definitive root cause could not be determined from the customer returned sample, a likely contributor for this issue is as the vertical sealer bar is sealing the top of two consecutive pouches, there could be a localized weak region just prior to the midpoint of the vertical sealer bar causing an incomplete seal. Additionally, there could have been some type of buildup on the sealer bars that would cause a localized weak spot. Relative to the issue reported by the customer, pressure was applied by the clinician and this area of the pouch broke open. The results of the manufacturing facility investigation were able to identify a localized area of the pouch that was the likely area where the pouch contents leaked out of. A review of maintenance activity noted that the sealer bars were dirty and worn and were therefore cleaned and replaced. The operator¿s preventive maintenance (pm) guide has been updated to include a visual inspection and cleaning of all sealer bars and dies every month during regular pm¿s. We will continue to trend this issue for future occurrences as part of the complaint review process.